Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for occipital-unknown. The rep saw the patient on (B)(6) 2016 because the patient saw a power on reset (por) on (B)(6) 2016. It was noted that the patient was still able to recharge his implant. The rep cleared the por on (B)(6) 2016. Impedance measurements were taken and electrodes 0, 3, 14, and 15 were >10,000 ohms. The rep couldn't run impedance measurements at a higher voltage. Other electrodes were greater than 50 and less than 2000 ohms. The rep reprogrammed the patient and it was providing adequate therapy. No x-ray was done or any palpation of the patient's implant. No trauma/falls were reported that could have been related to this issue. The patient was to follow-up with a healthcare professional (hcp). The rep saw the patient at the hcp's office, but the hcp did not see the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.